Manufacturer narrative:
Correction to h6 device codes, code a2304 was added. Detailed product information was not provided to bsc. It was not available because the packaging with the lot number information is no longer available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection found no abnormalities. A guidewire was successfully inserted through the catheter and the deployment was tested multiple times. The device was deployed to basket and flower position with no unusual resistance noted. The reported event of ventricular tachycardia is a known inherent risk of the farawave device. Ventricular tachycardia is an expected procedural complication addressed within the IFU for the farawave.

Event description:
It was reported that the patient was induced into ventricular tachycardia (vt) during a pulsed field ablation (pfa) procedure. While ablating in the lateral mitral isthmus (annular side) and considered off-label use, the patient was pulsed into vt. The patient was cardioverted and returned to sinus rhythm. The procedure was completed, and the patient is expected to fully recover. The farawave pulsed field ablation catheter was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient was induced into ventricular tachycardia (vt) during a pulsed field ablation (pfa) procedure. While ablating in the lateral mitral isthmus (annular side), the patient was pulsed into vt. The patient was cardioverted and returned to sinus rhythm. The procedure was completed, and the patient is expected to fully recover. The farawave pulsed field ablation catheter is expected to return for analysis.

Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because the packaging with the lot number information is no longer available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual examinations revealed no visual abnormalities. Functional testing revealed no abnormal resistance, a guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The device was found within specifications. Based on the information provided, the reported event of ventricular tachycardia is a known inherent risk of the farawave device. Ventricular tachycardia is an expected procedural complication addressed within the IFU for the farawave catheter.

Event description:
It was reported that the patient was induced into ventricular tachycardia (vt) during a pulsed field ablation (pfa) procedure. While ablating in the lateral mitral isthmus (annular side) and considered off-label use, the patient was pulsed into vt. The patient was cardioverted and returned to sinus rhythm. The procedure was completed, and the patient is expected to fully recover. The farawave pulsed field ablation catheter was received for analysis.